Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a right middle lobe lung nodule using a 21g flexision needle, a third-party forceps and cytology brush compatible with the ion system for tissue collection during the procedure. The patient developed a pneumothorax which required a chest tube placement as well as hospitalization. On 16-aug-2021, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the pneumothorax was identified intra-procedurally after the doctor visualized the diaphragm with the vision probe and confirmed post procedure via a chest x-ray. The physician does not believe that the ion product caused/contributed to the pneumothorax as the nodule size was less than one cm and it was located on the diaphragm, which is a difficult location to biopsy as well as a high-risk location. The procedure was aborted at 95% completion as the doctor felt it was unsafe to biopsy further due to the pneumothorax. The size of the pneumothorax was mild to moderate, and the chest tube was placed immediately once the procedure was over. It is unknown if the patient experienced any symptoms as she was still intubated when the chest tube was inserted. The patient was not medically unstable. The patient was hospitalized for one day and went home the next day. According to the doctor, the chest tube was inserted as it was more than two cm in size and it is his hospital practice to place a chest tube in such cases.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. The system logs for the event date 11-aug-2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was available for review. If additional information becomes available, the complaint will be re-evaluated. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a mild to moderate pneumothorax. The physician inserted a chest tube, and the patient was hospitalized for 1 day. The patient was discharged the following day. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.